Event description:
It was reported that the patient pulled out the edi catheter. The edi catheter was noted to be brittle, discolored and degraded. There were several holes along the length and approximately 1 inch of the distal tip of the catheter was missing. Abdominal x-ray was done and upper airway scope was done. No material was found. There was no patient harm. (B)(4).